Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was inspected and it was noted that the lead was stretching at the proximal end. The lead was not used, and will not be replaced. No patient complications have been reported as a result of this event.